Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery thru ipsilateral approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. The balloon was first inflated at 6 atmospheres; however on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 3mm coyote¿ balloon catheter. No patient complications were reported and patient's status was good.